Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer fill the cartridge with approximately 500 units of insulin and received a fill estimate of "+100". The customer did not want to reload the cartridge at the time of the report. Tandem technical support (cts) educated the customer on how the pump calculates fill estimate through pressure and temperature readings. Cts stated that the customer may have overfilled the cartridge to 500 units; cts educated the customer and explained how overfilling a cartridge can impact fill estimate. Cts explained that after 10 units are delivered, an actual number would be displayed. Additionally, it was reported that the customer received some type of notification and customer inquired how to make the pump stop beeping. Upon follow up, the customer stated fill estimate adjusted to 165 units after a bolus was delivered. Customer reported fill estimate has remained static and declined further follow up regarding both issues. There was no known impact to the customer's blood glucose level.